Manufacturer narrative:
The allegation is confirmed. The complaint sample was evaluated by the plant. During the attempt to perform the simulated treatment a blank display was encountered. The blank display was due to the inverter board which was found to have a failed transformer with heat damage. The fuse on the inverter board also measured ¿open¿ which is indicative of a current surge. The inverter board was replaced with a known good board and proceeded with testing. The simulated treatment was performed and completed without any failures or problems. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a blank screen and alarm during treatment. Patient alleged that the screen on the liberty select cycler was blank. Technical support instructed the patient to reboot the cycler but the display screen would not recover. Follow-up with the patient indicated that there was no complications as a result of the alleged event. The liberty select cycler was replaced.

Manufacturer narrative:
Device available for evaluation? Yes.